Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image processor computer was replaced and functional and dose checks were performed. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system's c-arm panel lights were not functioning as intended. No pt injury was reported.